Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm during normal use. The insulin pump was not exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was advised to discontinue using the insulin pump, and get on a back up plan of manual injections. The customer was also offered a replacement. The customer declined the replacement, and stated that she would not be using the insulin pump. Nothing further was reported.